Event description:
It was reported that the pt had stimulation in the wrong location. The pt's pain area had grown to include areas in the thoracic and cervical areas. The pt was seen for reprogramming (in 2009). At that time, the pt asked if the lead placed for his low back pain could help with the new neck and shoulder pain. It was explained that it could not. The device was working well for the low back pain it was implanted to treat. It was also reported that the pt took his own life twelve days later.